Event description:
It was reported that during a ptca/stenting procedure, the tip of the wire separated in the distal rca. Physician was unable to retrieve. The procedure was completed without further complications.